Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous transluminal peripheral intervention, a balloon rupture occurred.the 90% stenosed lesion was located in the severely tortuous superficial femoral artery. Without a guide catheter, a 1.5x 20mm x 142cm sterling es balloon catheter was advanced to the target lesion. The balloon was inflated to 10atm during the first inflation. During the second inflation, the balloon ruptured at 10atm. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.